Event description:
It was reported that an ilet user experienced fluctuating blood glucose with postprandial hyperglycemia up to approximately 300 mg/dl followed by hypoglycemia to 60 mg/dl while selecting the ¿less than usual¿ meal announcement for most of their meals. Customer care advised and performed a factory reset, and the user started a new sensor with restored function. Blood glucose returned into range. Symptoms included hyperglycemia and hypoglycemia requiring oral glucose treatment. Outcomes included temporary interruption to device use and additional troubleshooting and education. Investigation included technical troubleshooting by customer care and user retraining. Investigation of this case revealed user interaction contributing to incorrect meal size announcements and subsequent glycemic variability, with device function restored after factory reset and sensor replacement. It was concluded that the device operated as designed after reset and that user-related meal announcement behavior contributed to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.